Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was non-malignant pain. On 21-dec-2016 it was reported that the patient¿s pump was initially infected. The infection cleared. Now it was more of a mechanical non-healing wound and the pump was exposed. The issue was not resolved; however, on (B)(6) 2016, they were going to move the pump to a different site in the patient¿s abdomen. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.